Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2006 (with a guidant (B)(4) defibrillation lead). Upon a follow-up performed on (B)(6) 2008 (pt hospitalized), noise oversensing episodes were recorded in the implant memories. Reportedly, the noise phenomenon could not be reproduced upon box manipulation.

Manufacturer narrative:
(B)(4). This event concerns a device that was MFR and used outside the united states. Method: review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filling this MDR at this time. Therefore, based on the review of the episodes and on the overall shape of the egms during the episodes, an electrical continuity defect on the ventricular pacing/sensing channel is suspected (conductor failure / fracture, connector failure, setscrew issue on is-1, or lead dislodgement). The lead concerned is an integrated bipolar lead, so if sensing is compromised, pacing and/or therapies might be compromised too.